Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/ date of birth: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol)was implanted in the patient's left eye and was setting at 25 degrees and should have gone in at 173 degrees. Refraction -1 =225 at 143 degrees and that gives the patient 20/20 vision. Through follow-up, it was learned the incident was first observed three weeks post-operative. The patient noticed impaired vision in his left eye compared to his right eye. Therefore, the lens was repositioned. The slit lamp showed the surgeon 21 degrees, to reposition to 163 degrees per website suggestion. After the reposition, from day one patient stated his vision was better. No additional information was provided.